Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR report#: 2134265-2010-02963. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in a mid left anterior descending artery that contained a bend of thirty degrees. A taxus express2 of unknown size was implanted in the lesion. No patient injuries or complications were reported. An unknown time later, in-stent restenosis occurred. The 90% de novo and in-stent restenosed lesion measuring 3.00mm in diameter and 20mm in length was located within a taxus express2 stent extending into in a mildly calcified mid left anterior descending artery. A cutting balloon was inflated to 6 atms for 28 seconds, 12 atms for 50 seconds, 6 atms for 10 seconds and 8 atms for 13 seconds. The balloon ruptured on the fourth inflation. After the balloon rupture the patient experienced angina and a perforation was noted. A 2.75x28mm promus drug eluting stent was deployed at 16 atms for 86 seconds, overlapping with the original stent to treat the perforation. The lesion was then post-dilated with a 3.25x15mm quantum balloon that was inflated to 12 atms for 11 seconds, 12 atms for 42 seconds, 16 atms for 16 seconds and 16 atms for 35 seconds. Prior to intervention timi flow was ii; post-procedure, timi iii flow was restored. No further patient injuries or complications occurred. Patient status is listed as okay.